Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was 242 mg/dl. It was indicated that a bolus would be administered. The contact stated that the customer was going to change the infusion set and site but not the cartridge as the customer had limited supplies.